Event description:
The device was removed as "the pump did not empty well." To co, the pump and connector component(s) only were removed and replaced.

Manufacturer narrative:
Though the explant operative report "diagnosis" and the device tracking report noted malfunction of the device, the explant operative report text noted that the device contained 90 cc's of fluid in a 100 cc reservoir. The pump was received and evaluated by the MFR. The pump passed all functioned all functional test. Microscopic examination of the pump's distal tubing ends showed cross sectional surfaces that were rough and irregular, indicating contact with sharp instrumentation, such as a scalpel or scissors. Based on the duration this device was implanted, qa concludes that the instrument contact occurred during or subsequent to explant surgery, and thus is not related tot he received complaint. Based on the functional test results and microscopic examination, qa is unable to confirm the reported "pump did not empty well." And is precluded from determining the cause for this occurrence.